Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was found loose and falling off, as the adhesive was not sticking properly. A field service engineer powered off the pyxis and the glue was replaced, and the unit was powered back on. The system functioned properly, however, suction from the refrigerator caused the hasp to close halfway, requiring it to be pushed with additional force to fully close to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was loose. The adhesive was not holding properly, and the rm appeared at risk of falling off from the refrigerator. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.